Event description:
Rear left bottom pvc pipe broken. Rear middle joint broken. Resident was in chair when it broke. Both the resident and cna fell to the floor. The resident was not hurt. The cna experienced minor knee pain.